Event description:
It was reported that a momentary power loss occurred in the vibrator motor, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was provided with information on how to reset the pump, successfully reset it, and was advised by technical support to continue using the pump while monitoring for any recurring issues.